Event description:
Customer stated that the device over-heated during a case. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and o other adverse consequences were alleged with this event.

Manufacturer narrative:
Internal components were elevated which revealed the presence of corrosion and foreign debris contamination on the bearings.